Event description:
Infection and erosion were reported. The device was explanted. It was further reported that when removing the lead the helix would not retract and over fifty turns were attempted. Counter traction was applied and the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, (B)(4), is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned an analysis found that the distal conductor was distorted and had blood/body fluid (not obstructed). The proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). The guidetooth was damaged, there was tissue on the helix and the lead was stretched. Visual analysis noted the following: there was apparent explant damage. The lead was received with the helix fully extended. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times. This resulted in distortion of the distal conductor within the connector. Also, there was a significant amount of tissue on the helix.